Event description:
It was reported that the patient experienced a dissection with thrombus, which required an unplanned stent placement and additional surgical intervention. The patient presented as symptomatic for a transcarotid revascularization (tcar) procedure. The lesion was located in the left internal carotid artery (ica). An enroute transcarotid neuroprotection system was selected for use. No dissections were observed prior to arterial sheath placement. When the 0.014" guidewire wire failed to advance, multiple angiograms revealed a dissection in the common carotid artery (cca). Two stents were deployed to cover the dissection, but a thrombotic section remained. The procedure was converted to a carotid endarterectomy (cea). The patient was stable post-procedure and experienced no symptoms related to the dissection. The dissection was identified as grade b, was not flow-limiting. The physician attributed the dissection to the arterial sheath or j-wire.